Event description:
Device 2 of 4. Reference MFR report: 1627487-2013-17690, 17692, 17693. The pt received 2 scs anchors with the same lot number. It was reported the pt was scheduled for surgical intervention regarding her scs anchors due to the anchors causing back irritation; however, along with 2 of the extensions, the scs leads were explanted and replaced due to one of them being kinked and the other being possibly cut.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.